Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter fax number: not provided. Device not returned.

Event description:
It was reported that during implant placement while torquing the implant (tsv4h10)down, a cracking sound was heard. Doctor removed the implant and another implant was placed instead. Doctor suspects the implant platform has fractured. Tooth location 29.

Manufacturer narrative:
One imp,tsv,4.1mm,dual sel,ha (tsv4h10) was returned for investigation. Visual evaluation of the as returned product did not identify any damage or cracks anywhere on the implant. The implant was measured and compared to drawings. Implant was measured and matching specifications. Functional testing to recreate the reported event could not be performed due to the nature of the event. (Fracture). A pre-existing condition noted on the per was low bone density (type ii). The reported device was located on tooth # 29 and was not used by the patient. The customer did not provide any pictures or x-rays. DHR review was completed for the subject lot number (1223587). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1223587) for similar events and no other complaint was identified. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or device (tsv4h10). Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed as physical evaluation did not identify the fractured implant.

Event description:
No further event information available at the time of this report.